Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after a supply change during which the user was not connected to the ilet while tubing fill was in progress, with a fingerstick value of 44 mg/dl confirmed and later recovering to 134 mg/dl after ingesting carbohydrates. Symptoms included hypoglycemia. Outcomes included transient low glucose without need for third-party or medical assistance and full recovery following oral carbohydrate intake. Investigation included user report review and troubleshooting with education on proper reconnection after tubing fill. Investigation of this case revealed no device malfunction identified and that the event occurred when the system was not delivering insulin due to disconnection during setup steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.